Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02445. It was reported the patient was receiving ineffective stimulation. As a result, the patient stopped using/charging the scs system. Subsequently, the scs ipg became inoperable (sjm representative confirmed using external devices) - for at least 8 months per the patient. The scs system was explanted and replaced. Effective stimulation was restored with the surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02445.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02445.